Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as mechanical complication with intraocular lens (iol). The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) following the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in a.1., a.2., a3.a., b.2., b.3., b.5., b.6., b.7., d.10., e.4., h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Information was provided that poor centration of the intraocular lens (iol) caused a shift in axis of astigmatism, needing removal of toric pion of iol. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 20.5 diopter (add power +2.2/+3.2) lens was replaced with a company, 21.5 diopter (add power +2.2/+3.2) lens. Due to the exchange of a toric lens to a non toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received it states that due to poor centration of iol caused shift in axis of astigmatism, so they have removed iol from toric position and replaced with another lens. No patient impact was reported.